Event description:
It was reported that intermittent occlusion alarms occurred. The customer's blood glucose level was above 400 mg/dl, resulting in a "high" reading. The customer managed the elevated blood glucose by administering a correction injection and a bolus dose using the pump. To resolve the occlusions, the customer changed the infusion set and cartridge.